Event description:
The customer alleges he went to the firestation to check the accuracy of his meter and obtained back to back to back readings of 365 mg/dl on his meter and 92 mg/dl on their professional meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.